Event description:
Further follow-up indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. An issue was found with the lead after the procedure which required additional surgery (manufacturer report numbers 1627487-2020-04947, 3006705815-2020-01973).

Manufacturer narrative:
Correction: d10 - date returned to manufacturer was changed. The reported event of replace generator soon message was confirmed. The ipg voltage level was at 2.701v on 8-may-2020, the day of the ipg explant. A replace generator soon message occurs during a cp session when the ipg battery voltage is at or below 2.7v +/- 30mv at the time of the session. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps and the ipg voltage level was above the ipg eri threshold of 2.644v at the time of explant. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion.

Event description:
Further analysis of the explanted ipg indicated that the ipg was undergoing normal battery depletion and there is no adverse event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the eri message triggered earlier than intended. The device is providing therapy. Surgical intervention may be pending to address the issue.